Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). At follow up call on (B)(6) 2017, the customer stated his condition had improved and he was not currently having any diabetic symptoms. The customer stated no medical intervention was needed since the last call. The customer stated a blood test was performed with the alleged defective device and with a result obtained of 112 mg/dl fasting.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 483 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 130 mg/dl. During the call on (B)(6) 2017 the customer reported fatigue. Customer stated he would call his doctor to set up an appointment. During the call on (B)(6) 2017, a back to back blood test was performed by the customer fasting and produced test results of 411 mg/dl using truemetrix meter and 419 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is (B)(6) 2017. Customer stated he has not changed his diet or exercise. The meter memory was reviewed for previous test result history: (B)(6). Memory concerns:483 mg fasting.